Event description:
The customer alleged that the patient developed a post-operative "pin-track infection" 4 weeks after the original surgery. It was reported that the c-wire was used during an open reduction internal fixation (orif) procedure of a left ring finger "open fracture under the nail bed" on a (B)(6) male patient on (B)(6) 2011. The patient report indicated that the pin fell out by itself nearly a month later on (B)(6) 2011 and "pin-track infection" was observed at that time. Incision and drainage was performed and the patient was later sent to infectious control service for further treatment. Based on information received on (B)(6) 2012, the patient is currently doing fine with no long-term adverse affect reported.

Manufacturer narrative:
This device is not expected for evaluation as it was discarded by user facility. A review of the device history record shows this device was manufactured on february 11, 2011 in a lot of 250 units with no noted discrepancies that could cause or contribute to the reported event. Further review of the complaint files for this lot # shows a second complaint filed by the same facility alleging a second post-operative "pin-track infection" after the use of this product. (MFR. Report #1017294-2012-00008). No additional units of this lot # was available for evaluation and none remained in stock. A 2-year review of the overall complaint history for this device showed no other reports of infection received elsewhere, other than this event and 3 other similar reports received from the same facility/surgeon. The risk of post-operative infection after a surgical procedure always exists. Aorn/good clinical practice would include examination and verification of the sterile packages for integrity and expiration dates before use. If packaging has been opened/damaged or altered and if any part of the sterile container was found to have a breach in sterility, do not use the product and contact the manufacturer immediately for replacement. Device was not returned from the account.